Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation under their left breast from the lifevest equipment. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Outcome of the irritation is unknown.